Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was over 360 mg/dl which was treated with insulin drip and glucose stabilizer. Customer's current blood glucose was 171 mg/dl. Customer had symptoms like vomiting and nausea. Customer also stated that they had infection on foot leads them to hospitalization. Customer was wearing insulin pump at time of hospitalization. Reservoir will not be returned for analysis.